Event description:
It was reported that the connector for the radio-frequency (rf) head of the programmer was not working. The programmer will be returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).